Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) reached out to the isi clinical sales representative (csr) to advise operating room staff on cannula seal leaking. No site visit was conducted. Isi has not received the universal seal for evaluation.

Event description:
It was reported that during da vinci-assisted nephrectomy surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that site was losing insufflation when they insert an endoscope or instrument. The tse suggested another cannula or seal. Site tried different "caps" and they were going to try a new cannula. The customer requested support regarding the hasson cone. The tse explained that they had no suggestions to stop the air from leaking. There was no patient injury. It is unknown how the procedure was completed.